Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and liquid.

Event description:
Healthcare professional reported "explant surgery to remove what seemed to be a ruptured left breast implant." MRI it was not clear if the device was ruptured. Histological examination showed "an excess of liquid inside the implant pocket." The status of the device is unknown. Patient had reconstruction surgery post mastectomy. This record related to the left side.